Manufacturer narrative:
Date of this report: (B)(6) 2016. Device available for evaluation? Yes. Received: (B)(6) 2016. Date manufacturer received: 11/01/2016. Product evaluation: when compared to the assembly drawing: in a deflated state the inside diameter of the main tube showed an anomaly opposite to the connection of the inflation and main tube. There was no external damage observed. The device was inflated with 10cc of air and pressure was applied to the cuff to simulate the pressures applied after intubation. After inflation, the anomaly on the inside diameter gradually increased in size over a 10 minute time frame which would have resulted in the reported event. The layer of the tube delaminated. The drawing requires that delamination shall be less than or equal to 1.0mm; since the delamination blocked almost the entire inside diameter it would have measured approximately 7.5mm which is out of specification. (B)(4).

Manufacturer narrative:
Device not cleared in us, but similar device is available. Product evaluation: analysis results are not available; the device was not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a thyroid surgery, "soon after intubation and ventilation of patient" the patient experienced "low saturation with oxygen for 3 minutes. The lumen of the cannula was narrowed." It was confirmed that the "inflation of the cuff was checked by firmness of the cuff [inflation balloon], the cuff [inflation balloon] was ok". The tube position and placement was then checked by laryngoscope, and the patient was reintubated and the "problems were immediately solved." There was no patient impact; the patient is in good condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.